Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) lead connected to this pacemaker was found to be undersensing the patient's atrial fibrillation. Additionally, there was far-field oversensing and increased atrial thresholds noted. The ra lead was surgically abandoned and replaced. This pacemaker remains in service. No additional adverse patient effects were reported.